Event description:
It was reported that during a paroxysmal atrial fibrillation procedure, a moderate cardiac tamponade occurred. Catheters were placed, angiography of the right atrium and brockenbrough method were conducted. Merging was performed (approximately 100 points for the posterior wall and inflection points), and ablation was started at 20 watts /20 sec. The patient was in stable condition and no rapid change was seen with impedance at that time. After pulmonary vein isolation was completed, it was noted that there was scarcely coronary sinus a-wave and v-wave captured. When the coronary sinus pacing was attempted, the blood pressure dropped and the procedure was stopped. A moderate cardiac tamponade was confirmed by echocardiograph and drainage was performed. Blood pressure and the patient's condition became stable. At the time of the complaint being reported, the patient was in ccu. The physician considered that the catheter manipulation in the coronary sinus had possibly caused the cardiac tamponade. When the cs catheter ((B)(4)) was placed in the coronary sinus, it perforated the vein. The perforated site was occluded by the catheter, then was released after the catheter was pulled back. The patient condition had improved and stable, prognosis was satisfactory. It was stated that the causality was possibly procedure related.

Manufacturer narrative:
It was reported that there was no malfunction during the procedure while using the ez steer thermocool catheter. Concomitant products used during the procedure: carto system; lasso 2515 catheter (not filed as the related complaint. The physician did not consider this catheter to have caused of the cardiac tamponade. There was no malfunction during the procedure) and 2 (two) other non-bwi catheters: cs catheter ((B)(4)), his-rv catheter ((B)(4)). (B)(4).

Manufacturer narrative:
Manufacturer's ref. No.: (B)(4). It was reported that during the event related to the use of this catheter, a tamponade was observed. The returned device was tested for electrical performance, stockert generator compatibility, and thermal sensor response. The electrical leakage was found within specification. The thermocouple sensor passed when immersed in fluid with controlled temperature. The catheter interfaced with the stockert generator obtaining acceptable ablation readings. The catheter was also tested for patency flow and flow rate and both test results were acceptable meeting specification. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures.